Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software was determined to need replacement. Replaced software with an earlier version. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when selecting images displayed on the monitor of the 9800 system for printing, the ones that get printed are not the ones selected (printed wrong images). It was also noted that the cine did not start after exposure and the dose summary is blank when printing it out. There was no report of patient injury.